Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with a stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) with 90% stenosis, and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre dilatation and placement of a 3.50x20 mm promus element stent with 0% residual stenosis. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with cardiogenic chest pain and was hospitalized on the same day. The following day, coronary angiography revealed 90% in-stent restenosis in the previously placed stent in the proximal rca which was then treated with percutaneous coronary intervention. Following intervention, residual stenosis was 0%. Three days later, the event was considered to be resolved and was the patient was discharged on aspirin and clopidogrel.